Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced loss of connection on the g5 application and the receiver and an adverse event. The patient stated that they experienced low blood sugar levels due to the continuous glucose monitor (cgm) having a loss of signal. Due to the low blood sugar levels, the patient passed out. The patient's husband administered the patient with glucagon but did not take a finger stick value at the time of event. Emergency services was not needed. At the time of contact, the patient was doing fine. No additional or event information is available. Data was provided for evaluation. A review of the data log confirmed the reported event of a loss of connection. A root cause could not be determined.